Event description:
No further information concerning this event was provided by the field. The patient's ICD continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was not able to confirm the allegations made against this device in the field.

Event description:
Additional information provided from the field indicated that this device was explanted due to high shock impedance measurements and inappropriate shocks. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information concerning this event is being requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's communicator exhibited a red alert for an unknown issue involving their implantable cardioverter defibrillator (ICD). The patient was advised to follow-up with their clinic. For now, the ICD remains implanted and in service. No adverse patient effects were reported.